Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopy bullectomy, pleurectomy procedure, stapler wouldn't fire correctly through the lung tissue. Stapler was used with 2 cartridges that both malfunctioned. Another stapler was open and it functioned properly. There was no patient injury.